Event description:
It was reported that this right ventricular (rv) lead perforated at the apex of the right ventricle, confirmed through x-ray. Lead was repositioned. Lead remains in service. No additional adverse patient effects were reported.